Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issues with quality control results out of range for elecsys hcg + beta test system. The customer attempted multiple calibrations which failed. The customer then repeated seven patient samples that had been tested prior to the issue and an erroneous high result was discovered for one of the samples. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 1310 miu/l and had been reported outside of the laboratory. The primary sample tube was repeated on another cobas 6000 e 601 module on (B)(6) 2018 and the result was <0.100 miu/l with a data flag twice. There was no adverse event. The reagent lot number was 259199. The expiration date was requested but was not provided. The field service representative found the cover for incubator disc was not placed correctly and the sample probe tip was scraping across top of cover causing sample remnants from previous samples to be dispensed into assay cups. He cleaned the cover and put it back into the proper position, checked the sample mechanism for damage and position accuracy, and checked the sample probe liquid level detection (lld) voltage. He ran all calibrations and qc which were within specifications.